Manufacturer narrative:
Customer reported that the autopulse would work as designed on a mannequin, but not on real patients. Product in complaint was returned to zoll on 01/13/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: it was determined through review of the autopulse platform's archives, that although the customer could not provide an event date, the event associated with the customer's reported complaint occurred on (B)(6) 2013. Visual inspection of the returned platform found the front enclosure to be cracked and the battery lock to be bent. Evaluation of the platform found no anomalies and was unable to reproduce the customer's reported complaint using zoll testing batteries. Additional review of the platform's archives does confirm the customer's reported complaint of the platform not restarting after pausing. The customer experienced multiple user advisories (ua's) on (B)(6) 2013 while using nimh battery s/n (B)(4). The archive shows that this battery remained in the autopulse from (B)(6) 2013 without being charged. At the beginning of the event on (B)(6) 2013, this battery was not fully charged based upon its rc (1167w) and voltage (34v). The customer experienced multiple ua 8 (motor controller fault detected) and ua 17 (max motor on time exceeded during active operation) both of which can be incurred while using a low voltage battery. Further review of the archives determined that this battery had not been properly maintained by the customer. On (B)(6) 2013, this battery showed only 7 charge cycles, which based upon the battery's manufacture date of (B)(6) 2012, this battery should have 19 (+/-1) charge cycles. Additional work completed not related to the reported complaint to ensure that the autopulse platform is functioning without issue include replacement of the front enclosure, battery lock and power distribution board (pdb). In conclusion, the customer's reported complaint of the platform not restarting after being paused was confirmed through review of the autopulse platform's archives. The customer experienced multiple ua's (which did not allow compressions to be performed) directly related to the low voltage battery being used at the time.

Event description:
It was initially reported that the autopulse platform starts up only 50% of the time after pausing the unit. Manufacturer obtained additional information on (B)(6) 2014 which indicated that the autopulse platform was used on a (B)(6) female patient, weighing approximately (B)(6) pounds. Patient was positioned correctly and the platform functioned normally until it was paused to check for the patient's underlying rhythm. The platform only cycled three times and then stopped. Customer indicated that the battery was fully charged and that the patient was not touched when the platform was paused. No adverse patient sequelae was reported. Please note that customer did not provide the date of event. No further information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.